Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced prolonged hyperglycemia with blood glucose peaking at 350 mg/dl for approximately six hours, during which multiple meal announcements were used in short intervals and a manual subcutaneous insulin dose was given; difficulty turning the luer connector during a supply change was noted. Symptoms included persistent elevated glucose with device alerts for high glucose. Outcomes included the need for back-up therapy using a subcutaneous insulin pen and no medical intervention or assistance required. Investigation included troubleshooting and education provided by support, including counseling not to use meal announcements to correct high glucose and to contact support for supply checks. Investigation of this case revealed user technique concerns related to meal announcements and a reported tight luer connector during supply change. It was concluded that hyperglycemia occurred, user practices contributed, and education was reinforced to prevent recurrence. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.